Manufacturer narrative:
10/28/2015 12:12 pm (gmt-4:00) added by (B)(4): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported pressure transducer sub-test failure was confirmed by the field service engineer (fse). The pressure transducer printed-circuit board (pcb) was replaced but, it has not been returned for further investigation. No logs were made available for our evaluation. The root cause for the reported problem cannot be determined since the replaced part was not returned for further investigation.

Event description:
(B)(4).